Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-01752, 2134265-2013-01753. It was reported that following a coronary artery stenting treatment procedure, the patient had heart failure. In (B)(6) 2011, the patient presented due to stable angina (ccs classification: 2) and was referred for cardiac catheterization. The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 100% stenosis and was 70mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilation and placement of three overlapping promus element stents of size 2.75x32mm, 3.00x28mm and 3.50x16mm, with 100% residual stenosis. Stent thrombosis was noted in the mid lad, which was treated with medication only. The patient was discharged on aspirin and prasugrel. On an unknown date in 2012, the patient presented with heart failure and was subsequently hospitalized. Medication was given to treat this event. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Event date: 2012. (B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).